Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, leakage was observed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive samples for investigation; however, one photo was provided for review. The customer-provided photo displays a shelf carton with batch number and labeling information but does not demonstrate any evidence of device leakage. In addition, 10 retained samples were subjected to functional testing to assess device performance. All samples met acceptance criteria, with no sleeve leakage or poor sleeve recovery observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E.1. Initial reporter phone (B)(6) g5: additional PMA / 510(k)#: k982541 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, leakage was observed. No adverse impact was reported regarding the patient or user.